Event description:
It was reported a home patient experienced peritonitis coincident to peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment for peritonitis included unspecified antibiotics. It was not reported if the patient was hospitalized for the event. On a later date, the patient died due to cardiac arrest. It was unknown if the patient had completed antibiotic therapy or if peritonitis had resolved prior to death. The death certificate was not available and it was unknown if an autopsy would be performed. Additional information was requested, but is not available at this time. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h12j30078, h13a08048, h13a24011, h13a28038, h13d16086, h12l13070, h13a04047 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents for potentially associated lot number h12j11037 was performed with no issues noted during the manufacturing process. An exception was noted for the batch but does not indicate any issues related to the complaint.

Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as (B)(4).